Event description:
White female age 77 ages admitted as a transfer from ellwood city hospital for evaluation and treatment of normal pressure hydrocephaous.the patient had been confused and was frequently in a geri chair at the nurses station for constant observation. The patient was in a geri chair until 11 p.m. On april 2, 1992. She received no sedative and shortly after 11 p.m. Was taken to the bathroom, voided, and then placed in bed. A vest type posey was applied and the patient stated she wanted to be left alone to sleep. Documented hourly rounds were made during the night which revealed the patient to be sleeping quietly except for shortly after 12 a.m. When she had gotten one arm out of the posey vest. The vest was reapplied and the patient went back to sleep.at 6:06 a.m., a lab tech entered the room and found the patient on the floor at the foot of the bed on the side nearest the window (the right side of the bed) with her legs outstretched toward the window and her buttocks resting on the floor in a puddle of urine. Posey vest across patient's neck. The patient was unresponsive. Code blue was initiated.the code transferred the patient to ICU where she remained on a ventilator until sunday, april 5, 1992, when at the request of the family she was made a no extraordinary measuresinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.